Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pid') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, gerd, personality disorder, pancreatitis, alcohol abuse and multiparous. Concurrent conditions included uterine bleeding and paratubal cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psychological injury"), urinary tract infection ("uti"), bacterial vaginosis ("bacterial vaginosis") and post procedural complication ("post procedural complication"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia, vulvovaginal pain, abdominal pain, back pain, psychological trauma, urinary tract infection, bacterial vaginosis and post procedural complication outcome was unknown. The reporter considered abdominal pain, back pain, bacterial vaginosis, genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, post procedural complication, psychological trauma, urinary tract infection, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for pain,bleeding,bladder diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion. Ultrasound scan - on an unknown date: coils are in the correct place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events:abdominal pain, back pain, psychological injury, urinary tract infection, bacterial vaginosis, post procedural complication was added.new reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), pelvic inflammatory disease ('pid') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, gerd, personality disorder, pancreatitis, alcohol abuse and multiparous. Concurrent conditions included uterine bleeding and paratubal cyst. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required) and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, vaginal haemorrhage, menorrhagia and vulvovaginal pain outcome was unknown. The reporter considered genital haemorrhage, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubal occlusion. Ultrasound scan - on an unknown date: coils are in the correct place. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: plaintiff fact sheet and medical records were received. Event injury was updated to events: pelvic pain, abnormal bleeding (general), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and vaginal pain. Event per mr: pid. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.